Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 345mg/dl. Elevated bgs were treated by administering a correction bolus, and the issue resolved. Customer's contact believes that the customer's bgs elevated after eating a lot of carbohydrates for breakfast.